Event description:
Device overheated during a filling procedure and patient received a burn injury to their lower lip. Patient was under local anesthesia at the time of the injury. Patient's injury is reported to have healed normally without need for additional medical treatment.